Event description:
The microtip needle separated from the rest of the hand piece. There were no patient complications.

Manufacturer narrative:
Note that this was the veterinarian version of the human medical device and was being used in an equine treatment. The device design is the same as that of the human 510k device listed in this report, so the malfunction is being reported.